Event description:
It was reported that this right ventricular (rv) lead was explanted due to it was exhibiting impedance issues. It was confirmed that the lead perforated the heart of this patient. Another right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.